Event description:
Inbound. Patient reports two cassettes today made both pumps alarm no disposable clamp tubing, lot#'s 4219994 and 4196398, box sent to return defective cassettes. No further details provided.